Event description:
It was reported that this insertable cardiac monitor (icm) was initially implanted and, while setting up the device, a message was observed indicating the device battery was too low and should not be implanted. As a result, this icm was removed prior to pocket closure and another icm was successfully implanted to complete the procedure. No adverse patient effects were reported. The icm is expected to be returned for analysis.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific confirms the device recorded an error code. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. It was found that the device was exposed to a magnet, which caused the low voltage status. The observed error code is not deemed to indicate a product defect or malfunction. Labeling review: review of labeling determined that the complaint situation was listed in the manual. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this insertable cardiac monitor (icm) was initially implanted and difficulty implanting was observed as the health care professional (hcp) had not tunneled far enough and the icm was not in the tunneled pocket enough, therefore, it was decided to re-implant the device. Then, while setting up the device, a message was observed indicating the device battery was too low and should not be implanted. As a result, this icm was removed prior to pocket closure and another icm was successfully implanted to complete the procedure. No adverse patient effects were reported. The icm was returned for analysis.